Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Reportedly, multiple occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Customer was released from the hospital on 5/16/2022 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.